Event description:
It was reported that 13 days post lap gastric band procedure, the pt was vomiting and had pressure in the abdomen. The bend was implanted without complications. Pt was readmitted to the hospital. Diagnostic tests were performed and it was discovered that the pt had a gastric perforation and the stomach was leaking. An emergency surgery was performed to repair the leak and remove the band. It is unk how the leak was repaired. The pt was hospitalized for 10 days and has since been discharged home in a stable condition.

Manufacturer narrative:
Date sent: 08/11/2008. Info is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot umber for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.